Event description:
It was reported that the 5024 lead was capped and replaced, due to high threshold. The replacement lead 5092 dislodged 2 hours after it was implanted, and it was then repositioned. The 5092 lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.